Event description:
It was reported that there was a loss of therapeutic effect and the device seemed to work for a while and then it stopped. It was noted that the patient used the device for about a year, she wasn¿t seeing much improvement, and she stopped using it. The reporter stated that ¿there was never a need to remove the device until now.¿ it was reported that the reporter wanted to know if the patient could have an MRI and the need for the MRI was not related to the patient¿s therapy. It was noted that the reason for the MRI was that the patient had a mass behind her right eye and the patient¿s healthcare provider thought that the mass might be lymphoma. It was reported that the patient had a history of lymphoma. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3031a, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer, patient. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 3889-28, lot# j0406491v, implanted: (B)(6) 2004, product type: lead. (B)(4).